Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 6.7, 10.8, 11.1, 12.9, 14.7 mmol/l. Tests were done within 20 minutes with a difference of 30%. Pt did not experience any adverse events. No further information has been reported.